Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that distal stent damage occurred. A 3.50 x 16 mm promus premier stent was unable to cross the target lesion. The device was removed from the patient and it was noted that the distal edge was lifted. The procedure was completed with a another of the same device. No patient complications were reported and the patient's status is good.